Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that one vcp345h sample was returned with needle, the suture was not received. Upon visual analysis of the returned sample revealed damage on end suture. The suture was examined and marks was observed on the needle. No conclusion could be reached on what may have caused the pull off suture needle since the suture was not received. As per returned conditions of the sample no functional test was performed.it should be noted that as part of our quality process, the sample is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that one sample was returned with a needle, and the suture was not received. Upon visual analysis of the returned sample revealed that in the returned product the needle does not pertain to product code vcp345h since the swage to the needle for this code should be drill. No conclusion could be reached on this complaint since analysis results found that the returned sample is not an ethicon product.  No further analysis was performed. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 2/7/2023 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: please confirm the product code and lot number involved with this complaint is the product code involved vcp345h? Please return the product for analysis. --contacted with the sales rep today via phone. Yes, and the devices were shipped to zhongjin

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/23/2023 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A device has been received, however clarification is requested whether the product belongs to this complaint. The following additional information was requested: please confirm the product code and lot number involved with this complaint. Is the product code involved vcp345h? Please return the product for analysis.

Manufacturer narrative:
(B)(4). This is a combination product and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. Component code: (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2022 and suture was used. During the procedure, the problem of pulling off suture needle happened in surgery . Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.